Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device could not acquire a heart rate with pads. : there was no reported patient harm.